Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user experienced an unknown low blood glucose that required emergency medical services. The user alleged the insulin pump was possibly over delivering insulin and inquired about any recalls on the pump. The insulin pump will not be returned for analysis.